Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged experiencing a sore throat and cough while using the device. Patient also alleged a strange odor from the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed unknown black potential hair/ fibers and (dust like) contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Light dust like contamination on top of the blower motor and the blower motor seal. Slight black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fibre in the bottom of the blower box. Unknown white dust like contamination and black (inconsistent with degraded sound abatement foam), potential hair or fibres on the blower box lid. Black (inconsistent with degraded sound abatement foam) dust like contamination on the rear panel. Also, unknown white and black, (inconsistent with degraded sound abatement foam), potential hair/ fibres on the rear panel (inconsistent with degraded sound abatement foam). Unknown black, potential hair/fibers and dust like contamination on the front panel potential cut marks on the exterior of the bottom enclosure. Also, black, (inconsistent with degraded sound abatement foam), dust like contamination and potential hair/ fibers on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients' symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing a sore throat and cough while using the device. Patient also alleged a strange odor from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.